Event description:
The harmonic ace +7 laparoscopic shears with advanced hemostasis (harh36) malfunctioned and needed to be replaced mid-case during a total laparoscopic hysterectomy, bilateral salpingectomy, and pelvic and paraaortic lymphadenectomy.